Event description:
It was reported, the device system was explanted due to a loss of therapeutic effect. There was a lack of effective therapy over time. The patient was getting less than 50% therapeutic relief in the back and legs. It was noted the device appeared to be functioning properly with regards to circuitry. The device was completely removed.

Manufacturer narrative:
Analysis of both the 3550-39 titian anchors found cut silicone. The prior report indicated the analysis was done on a pump and found no anomaly. The device at issue was actually an implantable neurostimulator for which no anomaly was found.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3550-39 lot# serial# implanted: explanted: product type accessory product ID, 3550-39 lot# serial# implanted: explanted: product type accessory. (B)(4). Analysis of the pump found no anomaly. Analysis of lead (B)(4) found the lead was cut and the body was separated. Analysis of lead (B)(4) found the conductor was broken at the titan anchor site.